Event description:
It was reported the subject device's half of the controls and buttons on the front stopped working and stopped responding. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: half of the controls and buttons on front stopped working and responding due to worn out socket slider switch causing intermittently failure high intensity mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.